Manufacturer narrative:
Because the device (referenced in this report) was not returned to olympus terumo biomaterials corp. For evaluation, the cause of the adverse event have not been specified. Teruplug in the us is sold under the name "foundation". The foundation package insert states in the following section: <precautions for use> this products has no antimicrobial properties. Any decision regarding the use of an antibiotic or other therapies when using this product should be made based upon the patient's risk of infection. This report is being submitted as a medical device report is an abundance of caution.

Event description:
The patient had undergone the extraction of a maxillary third molar about 10 days before the patient's visit to the otolaryngologist. During the tooth extraction, the extraction socket was filled with absorbable topical hemostatic material (hereafter, this product) because of perforation of maxillary sinus membrane. However, since pain persisted thereafter, the patient visited the otolaryngologist. Clinical findings and treatment: the patient was suffering from maxillary sinus empyema. The otolaryngologist carried out sinus irrigation from the nasal cavity. No leak of solution into the oral cavity was observed.